Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 48-49 mg/dl resulting in the customer convulsing. Reportedly, the continuous glucose monitor (cgm) sensor reading inaccurately indicated 84-85 mg/dl at the time of the event, and the customer had delivered 13 units of insulin via a meal bolus prior when the cgm reading indicated 124-125 mg/dl. The customer's mother disconnected the pump, provided a glucose gel for the customer to consume, and called the ambulance to initially address bg. The customer was subsequently hospitalized and treated with a glucose drip while healthcare providers changed the sensor on the pump and placed the customer on observation. Customer was released from the hospital on (B)(6) 2022 with the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.